Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent initial total left hip arthroplasty on (B)(6) 2008. Subsequently, the patient underwent a revision procedure on (B)(6) 2014. The patient alleges pain, mass in left leg, disfigurement, metallosis, and infection. Review of invoice history confirms both surgery dates and suggests the acetabular cup and modular head were replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2014 due to pain, metallosis, and a palpable mass on the thigh. Revision operative report further noted cloudy synovial fluid and tissue, cysts beneath the acetabulum, and that the palpable mass consisted of cloudy yellow fluid which appeared to be a seroma. The modular head, taper adapter, and acetabular cup were removed and replaced with a competitor cup and liner and a biomet head and taper adapter.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Early or late postoperative infection and allergic reaction." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01304 & 01366).

Event description:
Legal counsel for patient reported that patient underwent initial total left hip arthroplasty on (B)(6) 2008. Subsequently, the patient underwent a revision procedure on (B)(6) 2014. The patient alleges pain, mass in left leg, disfigurement, metallosis, and infection. Review of invoice history confirms both surgery dates and suggests the acetabular cup and modular head were replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.